Event description:
The physician was attempting to implant a 2.25 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal lad. The target lesion was very tortuous with severe calcification and 80% stenosis. One other brand stent had previously been implanted in the proximal lad. The physician felt resistance while attempting to pass the stent through the previously deployed stent and removed the device from the pt. Force has been used in an attempt to advance the device. Upon removal it was noted that the stent was damaged. The device had been inspected prior to use with no issues noted. The target lesion was successfully treated with another endeavor resolute stent of the same size. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results and conclusions: very tortuous lesion, severely calcified. Force was used in an attempt to advance the device. Failure to deliver the stent, stent deformation. Resistance encountered passing the device through the previously implanted stent. Device eval: the stent had moved distally along the balloon. The first five prox segments and the first two distal segments were still intact. Five prox stent segments remained on the distal portion of the balloon. The remaining segments were stretched and deformed beyond the distal tip. The distal tip was damaged. Crimp impressions were evident on the balloon. No further damage noted.